Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: -, ubd:- , UDI#:- h3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was later received. The site called to provide more information. The system was unable to turn on initially. When booting up the unit via the main cart power button, the unit would not turn on. The site unplugged and plugged in the unit again, this time, the unit was booted on by the camera cart on/off switch instead. Eventually, the camera cart turned on first. Then the site pressed the power button on the main cart and eventually both carts were turned on. A medtronic representative (rep) later called to report for additional troubleshooting. The rep noted that at the time of call, both systems could power on as expected from both carts. The rep pointed out that she was unable to replicate the issue. The issue only occurred on the first bootup of every morning. After the cart was unplugged and plugged back into wall power, the issue could not be replicated for the rest of the day. The rep checked self test and noted 100% charge on both batteries while plugged into wall power. The rep unplugged both systems from wall power and noted that the camera cart powered off after around 40 seconds. The main cart remained on for five minutes and held at 80%. The rep noted the system had a refresh uninterruptible power supply (ups) and no erroneous fault lights. The rep noted that the system was typically plugged into wall power overnight and powered off.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the unit would not turn on at first. The site unplugged the unit into a different outlet and it would work again. The site noted that occasionally, when system was booting up, they would get an error message. They were unable to confirm the exact error message. No patient was present.